Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint is non-verifiable. There were 15 closed complaints that used the same risk management file as part of their respective risk assessment. The scope of this search includes all part numbers contained within the same risk management file. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ a corrective action is in process to directly address customers cutting the battery cable. However, because no product was returned for this complaint, the root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. However, photos provided by the customer confirm the reported event. This complaint is confirmed. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ however, because no product was returned for this complaint, the root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that after the surgery, after the patient exit, the staff cut the electric pulsavac wire to keep the batteries. It was reported by the surgeon that the wire may have touch a metal wire and the pulsavac battery exploded. The hospital kept the battery in a box because battery liquid was spilling out. There was no injury to a patient or user; the staff have been reminded never not cut the electric wire. Additional information was received on november 9, 2016 stating that the event occurred after surgery on (B)(6) 2016. There was no harm or injury to the patient, no medical intervention/additional surgical procedure required and no extension or delay in surgery. There was no harm or injury to the operator.